Event description:
A healthcare professional reported that the trocar valves would not hold air or fluid. The timing of the event and pt impact are unk.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).